Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturer's report(s): 9019871-2012-00433.

Event description:
The physician was utilizing a coblator ii surgery system and an evac 70 xtra arthrowand to complete a tonsillectomy and adenoidectomy procedure. It was reported that the patient experiencing post-operative bleeding at the surgical site. No information regarding the treatment of the post-operative bleed was available; however, no other complications were reported as a result of this event.